Event description:
The pt reports they began experiencing pain six (6) months ago. Their doctor has just told them that the bone cement is not holding. They have been scheduled for revision surgery in 2003.